Event description:
It was reported the pt had the pump and catheter replaced. It was unclear if it was due to "loss of drug effect, or disease progression, or possible granuloma". A catheter dye study was performed with a possible occlusion noted. No further symptoms or outcome were reported.